Event description:
Pt reported that their one touch ultra meter was having a power issue. Medical affairs specialist tried calling the pt in 2004, but was unable to reach them to obtain further clinical info. Based on the initial info provided, pt reported that their meter would not power on. This issue was not resolved with troubleshooting even after replacing the battery. Since the pt was not able to test on the meter, the next day, they went to test their blood glucose at the dr's office since they were feeling dizzy and fatigued. Pt did not recall the dr's meter result, but only that it was high. Unk what treatment was given to the pt. Also unk if they had tried testing on the meter prior to going to the dr's office. There is insufficient info to conclude that the meter contributed to any serious injury, this case is reported as a meter malfunction for the power issue.